Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing audible and visual alarms while on tethered support (connected to the power module). The alarms reportedly ceased when the pt's power module pt cable, system controller and power module were exchanged. The pt remains ongoing on lvad support with no further issue reported.

Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported event was confirmed. During functional testing of the system controller, no alarm conditions were observed. However, when the black power lead was maneuvered at the connector end during testing, the system alarmed, the pump stopped and system controller went in and out of back-up mode operation. In addition, the voltage reported by the system was observed to drop below hazardous levels. The system controller was disconnected from the test system and upon inspection of the inner conductors at the connector end of the black power lead, the brown conducted that monitors the battery voltage was found to be severed. This issue is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.